Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed internal left ventricular assist device (lvad) fault alarms. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, the internal lvad fault alarms resolved after a pump reset. The submitted controller event log file captured a continuous internal lvad fault alarm associated with e2p_crc lvad faults from (B)(6) 2024. The submitted controller periodic log file indicated that this alarm first occurred on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the left ventricular assist device (lvad) fault alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review revealed left ventricular assist device (lvad) internal fault event throughout the history. The periodic log file data indicated that this first occurred on (B)(6) 2024 and remained as a latched fault. Resetting the pump resolved the alarm. The patient was discharged home on the same day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.